Event description:
The reporter stated that the tubing was cracking. "Arterial line tubing noted to be broken with blood backing up and onto the bed. The staff noted the location of the defect was at the seam. There were other occurrences of tubing failure; however, the tubing was not saved. Each faulty pressure line was from [the same] lot." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.